Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital emergency department with report of receiving multiple shocks from the device. Interrogation of the device with a programmer found it to be operating in safety mode. No stored episodes were reviewed from the device, so it was unable to be confirmed if shock therapy was delivered as reported by the patient. The patient was admitted to the hospital and a device replacement procedure was scheduled. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital emergency department with report of receiving multiple shocks from the device. Interrogation of the device with a programmer found it to be operating in safety mode. No stored episodes were reviewed from the device, so it was unable to be confirmed if shock therapy was delivered as reported by the patient. The patient was admitted to the hospital and a device replacement procedure was scheduled. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.